Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant the right atrial lead could not be fully inserted with the stylet provided, a second stylet was used with the same results. The lead was scrapped and a new lead placed with no problems.